Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the tubing. The customers blood glucose level was not impacted. The customer was able to expel the air bubbles by performing a fill tubing.